Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the screw of the biopsy guide was difficult to tighten. There was no patient present when this issue was identified.

Manufacturer narrative:
Device evaluation: the biopsy guide was returned for analysis. Through visual/physical examination, the reported issue was able to be duplicated. The handle on the lower joint of the returned biopsy guide was very tight and would not lock down. Analysis determined that there was a mechanical failure with the biopsy guide. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.